Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3 - reference MFR reports: 1627487-2014-03483 and 1627487-2014-03485. The patient has 2 scs leads with the same lot number. It was reported the patient experienced heating while charging, increased recharge burden, overstimulation, burning pain at the lead sites and ipg communication issues. The patient is consulting with the physician regarding surgical intervention. The manufacturer's records indicate the patient received a low energy charging system. On 08/01/2012, st. Jude medical, neuromodulation division, sent a field action letter to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected. Due to the nature of litigation, these allegations cannot be confirmed or rejected. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported.